Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the initial procedure? What was the name of the procedure? What tissue was the suture used on? What was the condition of the tissue where suture was used (normal, diseased, weakened)? Was the fixation tab intact when the suture was placed in the patient? Was there any patient predisposing event (cough, fall, etc) prior to dehiscence? What was the indication for the reoperation? Where on the suture was it found broken, (termination, middle, end)? Was the suture intact and pulled through the tissue? Do you have any suture sample for evaluation? What is the current condition of the patient?

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and barbed suture was used. Approximately 1 month after the surgery, the suture ruptured. The patient underwent another surgical procedure and the surgeon removed the suture and completed the procedure with a different suture. The patient condition is reported as fine, good. Additional information has been requested.

Manufacturer narrative:
Pc-(B)(4) date sent to the FDA: (B)(6)/2018. Additional information was requested and the following was obtained: what was the date of the initial procedure? There is no information what was the name of the procedure? Exploratory laparotomy what tissue was the stratafix symmetric suture used on? Aponeurosis closure what was the condition of the tissue where suture was used (normal, diseased, weakened)? Normal was the fixation tab intact when the suture was placed in the patient? Yes. Was there any patient predisposing event (cough, fall, etc) prior to dehiscence? No predisposing factors. What was the indication for the reoperation? There is no information where on the suture was it found broken, (termination, middle, end)? Middle was the suture intact and pulled through the tissue? Suture was broken in the middle but it still was fixed in all the extension. Do you have any suture sample for evaluation? No. What is the current condition of the patient? Patient was discharged from the hospital.